Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional graftmaster device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the proximal left anterior descending artery to the anterolateral second branch (al2) that was 95% stenosed. A 2.8x16mm rx graftmaster was attempted to cross, but failed due to anatomy and was removed. The covered stent was then reinserted to advance a second time but failed to cross due to anatomy. Once again removed and attempted a third time, but also failed to cross due to anatomy. Then a 2.5 mm non-abbott balloon was inflated to 8 atmospheres (atm), but prolonged inflation still failed to seal the perforation. Once removed the proximal struts were noted as damaged. This is when another same size rx graftmaster covered stent was advanced to the lesion, deployed at 18 atm but failed to seal the perforation. Repeat angiography still showed bleeding around the covered stent. Consequently a 3x8 nc balloon was advanced to the covered stent and inflated in several positions in the mid and proximal stent to 18 atm. There still remained angiographic bleeding around the covered stent. Exacerbation of the perforation was unclear. Echocardiogram revealed good ejection fraction with no significant pericardial effusion and no tamponade. Patients blood pressure had been adequate during this time but systolic blood pressure slowly decreased form 140 mmhg to 100 mmhg and patient was started on low dose dopamine. It was noted that the perforation would be monitored with the intention of the perforation being eventually sealed by clotting off. No additional information was provided.

Manufacturer narrative:
A visual, functional and dimensional inspection was performed on the returned device. The reported material deformation was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) states: an unexpanded stent graft should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent graft may be damaged when retracting the undeployed stent graft back into the guiding catheter. It is unknown if the IFU deviation contributed to the reported event. The investigation determined the reported failure to advance and material deformation appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.